Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in proximal circumflex (lcx) artery with mild calcification and moderate tortuosity. The 2.75x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, the delivery system balloon had a deflation issue and balloon could not be folded as resistance was noted during the removal attempt. The balloon became stuck with the implanted stent, but was able to be removed once reinflated to 20 atmospheres. The implanted stent remains patent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - above rbp.

Event description:
Subsequent to the initially filed report, the following information was added: it was reported that the 2.75x48mm xience xpedition stent balloon was deflated for only 3 seconds. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. Factors that can contribute to difficult to remove include, but are not limited to, anatomical conditions, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. Factors that may contribute to failure to fold include, but are not limited to, deflation technique, contrast concentration, or damage during sheath/stylet removal. In this case, it is possible the balloon may have interacted with the deployed stent, as the balloon did not have adequate time to fully deflate once the stent was deployed and negative pressure was held (3 seconds), causing the reported deflation problem and failure to fold, ultimately contributing to the reported difficult to remove; however, based on the information provided and without the device to examine, this cannot be confirmed. It was reported that negative pressure was held for 3 seconds for the balloon to deflate before attempting to remove the stent delivery system. The xience xpedition, electronic, instructions for use (eifu) states: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. In addition, it was reported the balloon was inflated to 20 atmospheres (atm). It should be noted that the xience xpedition, eifu states: do not exceed the rated burst pressure (rbp) of 18 atm. It is unknown if these IFU deviation(s) directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no. H6- device code 2017 - failure to follow steps / instructions has been added.